Event description:
An implant card was received reporting that the patient had a lead replacement due to high impedance. It was reported that the explanted lead was discarded. No additional or relevant information has been received to date.